Manufacturer narrative:
The cause was due to insufficient rinsing of the sample probe. The service actions (replacing the sample probe and adjusting both its position and the sample probe rinse volume) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The tp2 reagent expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6) . Qc was acceptable. The field service engineer found that there was an insufficient rinsing of the sample probe. He replaced the sample probe and adjusted its position. He also adjusted the sample probe rinse volume. Precision studies were then performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with total protein gen. 2 (tp2) assay on a cobas c503 analytical unit when compared to a different analyzer. Initial result: 5.2 g/dl. 1st repeat result: 5.3 g/dl (tested on another analyzer). 2nd repeat result: 3.9 g/dl. 3d repeat result: 4.7 g/dl.